Event description:
It was reported that the preloaded intraocular lens (iol) had unfolding issue. Account provided that the iol contacted the eye. No further information provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.